Event description:
Revision surgery - due to non-compliance the patient dislocated their reverse shoulder prosthesis. The surgeon removed the 36mm standard insert and implanted a plus 8 spacer with a 36 standard insert.

Manufacturer narrative:
The reason for this revision surgery was the patient dislocated their reverse shoulder prosthesis after 1 month, 06 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 54 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and any alternative root causes cannot be determined. The patient's non-compliance as reported may possibly be attributed as a root cause for the dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.